Manufacturer narrative:
Age or date of birth, weight and ethnicity: information unknown/not provided. If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis intraocular lens (iol) haptic was bent/broken while inserting into the patient's right (od) eye. The lens was removed and the patient has recovered. The outcome did not significantly interfere with activities of daily life. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: sep 27, 2021. Section h3: device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut and viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during removal and replacement. A detached haptic and a damaged haptic (bent) were also observed. The complaint issue was confirmed; however, based on the return condition of the lens it cannot be confirmed to be related to manufacturing, and therefore, no product deficiency could be identified. Manufacturing records review: the manufacturing records review was performed, and no nonconformity report was found as part of this manufacturing records review. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.